Event description:
It was reported that: "dr. (B)(6) stated the pt. Started having pain on (B)(6) 2011."

Manufacturer narrative:
Evaluation summary: device was not returned for evaluation. Review of the device history records indicates all devices accepted into final stock met specifications. The product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision surgery is considered to be under the scope of this recall. No further investigation is required.